Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead with different model was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Detailed analysis did not confirm the lead observation of dislodgement. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. This is a known inherent risk of the device where issue is covered by the instruction for use. Furthermore, visual inspection showed the lead tip or helix appears normal and lead passed the electrical continuity test indicating conductors are intact.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement. A new lead with different model was implanted. No additional adverse patient effects were reported.